Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that they had no delivery alerts and rewind motor louder and slower. Customer reported that the insulin pump had broken buttons. Customer stated that they received rejected batteries. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring black. Device case type: ngp. Customer returned device for alleged no delivery, rewind anomaly, unresponsive keypad and failed batt test found onaugust 23, 2022. Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current test, sleep current test and occlusion test. Device occluded at 4.5lb. The j1 connector on electric board 1 was locked properly during visual inspection. Test p-cap locked into the reservoir tube successfully. No failed battery test noted during testing. No unexpected alarms or alerts noted during testing or in history files. Ddevice successfully downloaded to thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on august 09,m 2022 at 10:03:30. Device ssed the keypad voltage test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Confirmed insulin flow blocked alarm on july 01, 2022 at 03:21:25 during basal in the device downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cosmeticdamage. In summary, customers alleged no delivery was not confirmed during testing. Device passed full functional test. No unexpected insulin flow blocked alarms noted in device history download. No anomalies noted on electronic/motor assemblies. Failed batt test was not confirmed. Rewind anomaly was not confirmed. Stuck button alarm did not occur during testing; however, a stuck button alarm was found in the history file. . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The product was returned for analysis.